Event description:
The customer reported that the analyzer left droplets of red cells on top of the foil seal of the mts gel cards.

Manufacturer narrative:
The customer reported that the analyzer left droplets of red cells on top of the foil seal of the mts gel cards. On 10/02/2006, an ocd field engineer arrived on site. The fe verified and addressed the issue. Repairs have returned the analyzer to expected operation. Erroneous results were not reported as a result of this incident. However, if this incident were to recur undetected, erroneous results could be reported, which could lead to transfusion of incompatible blood. Instrument malfunction could not be ruled out. Therefore, incident is reportable.